Event description:
It was reported that there was concern about the longevity estimate, with the estimate decreasing from 14 months to 5 months, with only about three months between estimates. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.